Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rezl0668 showed no other similar product complaint(s) from this lot number.

Event description:
As reported by the facility regarding a patient infection: patient was "gm positive coccus." Culture was done on (B)(6) 2016 & patient was admitted with fever. IV abx therapy was administered.